Event description:
Received an electronic report of a bloodline separation that occurred at t connection between arterial and venous section. Apparently, the separation occurred 1 hour into the dialysis treatment. It was reported that there was no blood loss to this patient. The blood was able to be returned to the patient. Also, a new set of treatment lines were set up and the dialysis treatment was resumed. The patient was discharged home at the end of their treatment. A sample is available.